Event description:
A patient underwent a revision surgery to replace rods that were fractured at l5-s1 bilaterally. Operative notes indicate the surgeon identified loose pedicle screws bilateral at t5 and a fractured screw shank at right s1. Previously implanted instrumentation was removed from t5 to the pelvis. Re-instrumentation with new rods and screws was t6 to the pelvis with interbody fusion from l5-s1.

Manufacturer narrative:
Method: device not returned for evaluation. Based on the information received, it appears that construct fatigue and lack of patient bony fusion contributed to failure of the rods at l5-s1 and the screw at s1. Information from the initial reporter indicates that in (B)(6) 2009, the patient was "released without restrictions and returned to work". When attempting to fix a flat tire on his company truck, the rods in his back snapped. Operative notes from the (B)(6) 2009 revision indicate that the patient had poor bony fusion from t5 down to the pelvis from a previous surgery performed on (B)(6) 2008. The patient had undergone anterior/posterior surgery on (B)(6) 2008, to remove previously placed (B)(4) spinal instrumentation from t12-l1 and replace with lanx instrumentation from t5 to the pelvis. Lanx peek interbody devices were placed anteriorly at l2-l3, l3-l4, l4-l5, l5-s1. Allograft, autograft, and (B)(4) was used t5 to the pelvis. Operative notes for the (B)(6) 2008 surgery diagnosed the patient preoperatively as "lumbar pseudoarthroses status post previous l1-s1 fusion with resultant flat-back deformity and junctional kyphoses t12 to l1". Postoperative diagnosis was the same.